Event description:
It has been reported to philips that the system that certain motorized movements were partly available. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the motor voltage regulator was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that motorized movements were partly available. After reviewing the log file, fse did not found any malfunction related to issue. Upon some functional test fse found the board that was broken that controls the detector rotation movement. Fse replaced the power board and performed calibrations. After replacement of the power board, the system returned to use in good working order. The codes were updated based on the investigation outcome.